Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this investigation closed.

Event description:
Update rec'd 4/11/2014 - legal claim received. Doi provided. There is no new additional information that would affect the investigation. This complaint was updated on: 05/07/2014.